Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address pain and overall instability. Surgeon states that the patient has shifted into varus alignment recently as well. There was also loosening of the femoral component at the cement to implant interface. Depuy cement was used. Surgeon also stated that the tibia was removed with two fingers and no cement bonded to the implant. He was concerned about the pitting on both medial and lateral side of the poly.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.